Event description:
It was reported that on literature review "revision total knee arthroplasty with an imageless, second-generation robotic system", after a robotic assisted revision tka surgery between (B)(6) 2021 to (B)(6) 2023; one (1) patient required reoperation due to an arthrotomy rupture after fall. Patient outcome is unknown. It is unknown the identity of the explanted and implanted devices in exchange during the robotic assisted revision surgery. No further information is available.